Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2013 due to vaginal pain. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to vaginal vault prolapse, rectocele and stress urinary incontinence. Following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, bladder spasms, rash on buttocks, cramping in back, abdomen and thighs, cystitis, vaginal discharge, irritation, inflammation and required physical therapy. It was reported that patient underwent mesh explant on (B)(6) 2012 due to incontinence, pain, infection, dyspareunia and erosion into bladder. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 concurrently with posterior repair and a cystourethroscopy. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06390. The same patient is represented in each medwatch.